Event description:
Patient's right hip was revised due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of the other devices listed in this report: cat. No.: 6570-0-536, delta v-40 ceramic head 36/+2,5, lot code: 43922301, cat. No.: 540-11-56f, trident psl ha solid back 56mm, lot code: 43937601, cat. No.: 0580-1-443, exeter v40 stem 44mm no 3, lot code: g3321124, cat. No.: 09390114, exeter 2.5 I m plug 14mm, lot code: l6246, cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mcu026. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: no medical records were received for review. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient's right hip was revised due to infection.